Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was decided to reposition the lead and during the reposition the right atrial lead was unable to sense p waves. The lead was removed and replaced. The patient was in stable condition.

Event description:
New information noted that the right atrial lead exhibited high capture thresholds and helix damage.

Manufacturer narrative:
The reported events of loss of sensing, high pacing threshold and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead failed hi-pot test due to over torqued inner coil at the connector region. The cause of the reported events of loss of sensing and high pacing threshold were isolated to over torqued inner coil at the connector region. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.